Event description:
Product was returned as an implant failure after 3 months. Based on the report, the pt had no relevant medical conditions, oral hygiene was described as good, and bone condition was described as good. Surgery was one stage with a healing abutment load on tooth #18. The dr indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to its failure to integrate with the pt's bone.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specs. The product was most likely loose due to its failure to adequately osseointegrate with the pt's bone.